Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced.

Manufacturer narrative:
It was reported to abbott, during a meeting with the rep, the patient¿s ipg was issuing the replace generator soon message. The patient was reprogrammed, and effective therapy was achieved. The rep was to continue to follow up with the patient and the office for replacement of the ipg. In an update, it was reported the ipg was replaced. It had reached eol and the patient had lost therapy. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Manufacturer narrative:
It was reported to abbott, during a meeting with the rep, the patient¿s ipg was issuing the replace generator soon message. The patient was reprogrammed, and effective therapy was achieved. The rep was to continue to follow up with the patient and the office for replacement of the ipg. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Event description:
It was reported that the patients ipg battery was low (2.73v) and that the patient was receiving the replace generator soon message on their patient programmer. Surgical intervention may take place at a later date to rectify the issue.

Manufacturer narrative:
Event date is estimated.